Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During thoraco/lobectomy for the 4th firing for lobectomy, the surgeon fired handle with cartridge with no problem and the firing was successful, however the connector part of sulu and the instrument shaft was broken. The surgeon did not feel resistance especially at this firing. Replaced by a new handle and a new cartridge, the procedure was completed. The status of the patient: no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Articulating medium/thick reload. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload adapter was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.